Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut, and there was blood in/on the helix/lobe mechanism. There was apparent explant damage. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was distorted, and there was blood in/on the helix/lobe mechanism. There was apparent explant damage.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from the funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately four months post the device system implant.